Manufacturer narrative:
Date of this report: 03may2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse reviewed the unit's logs and found no error codes. Pse replaced the unit's blower assembly to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit's blower was noisy and blowing hot air. The customer reported there was no patient involvement.